Event description:
This case was reported by a consumer and described the occurrence of stroke in a (B)(6) female pt who received super poligrip original denture cream ((B)(4)) over a period of 10 to 12 years for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip original denture cream (dental). At an unk time, after starting super poligrip original denture cream. The pt experienced stroke and walking difficulty. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture cream was discontinued. At the time of reporting, the events were unresolved. Super poligrip original denture cream is mfg in (B)(4) and neither the product nor lot number for this product is available. (B)(4).

Manufacturer narrative:
.